Manufacturer narrative:
The device was not used in the patient. Lab analysis confirmed an overflow lifting of material at the distal bond but remained intact to the device. Recurrence of the malfunction if used in the patient could result in a mild vessel injury (non-flow limiting dissection). (B)(4). The angiosculpt was returned for evaluation. Visual inspection found an elevated scoring element and an overflow lifting of material at the distal bond. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The scoring element was elevated when removed from packaging. Note: lab analysis confirmed an overflow lifting of material at the distal bond.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.